Event description:
FDA reported to depuy acromed that they had been made aware of a surgical malfunction involving a lumbar cage. Contact with the risk mgr confirmed that the device broke during insertion. However there was no adverse consequence to the pt as a result of this situation.